Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This index procedure was performed as part of a clinical study in (B)(6). The procedure was endovascular therapy of the right sfa using the turbohawk and embolic protection. Post procedure, the result was good. The 180 day follow found no intermittent claudication and follow-up was good. At the 1 year follow up on (B)(6) 2015, the physician confirmed there was the stenosis of the treated lesion and proximal sfa. The physician decided to perform endovascular therapy (evt) because abi decreased and there was intermittent claudication. On (B)(6) 2015, the subject was admitted for evt. By angiography, there was 90 % restenosis from treated lesion to the proximal sfa. The physician deployed 7x150mm and 7x80mm stents after pre-dilatation. The result was 0% stenosis and good dilatation of lesion. On (B)(6) 2015 the follow-up observed no lower pain and intermittent claudication. The subject resolved and was discharged.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).